Event description:
A sophy adjustable pressure valve sm8 has been implanted to a pt male (date of implantation unknown). As the surgeon suspected that the valve was blocked because of hypersecretions, the valve was explanted in 2006, and replaced by another one.

Manufacturer narrative:
Analysis shows white deposits inside the valve. The observed deposits are the origin of the observed blockage. No corrective action done : obstruction is one of the main complications of this kind of device, known by the neurosurgeons and described in the instructions for use.